Event description:
A malfunction alarm identified as malfunction 16 was reported by the customer involving an insulin pump. There was no adverse impact to the customer's blood glucose level. The customer replaced the reservoir and infusion set, and the alarm did not recur. No additional information was received regarding any further outcomes.